Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that there were lines on the screen. The customer's blood glucose was unknown at the time of incident. The customer stated that the lines would recur when pressing buttons. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with missing segments during testing due to an open lcd zebra connector. Unable to complete the functional testing due to the missing segments. The pump was received with a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube lip, a broken belt clip slot and cracked battery tube threads.